Manufacturer narrative:
Evaluation summary: the results of co's investigation analysis could not be verified due to the balloon rupturing during investigation. Scanning electron microscopic examination revealed that the inflation notch appeared to be collapsed. Quality engineering concluded that the collapse of the inflation lumen was manufacturing related. The collapse caused a significant obstruction to the balloon's inflation system, thereby obstructing the pathway for the contrast media to be evacuated. Quality engineering has implemented corrective action in the manufacturing process prior to this complaint which effectively reduced deflation complaints. Furthermore, there is a low incident rate for this failure mode. As part of co's quality process, all rx lifestream dilatation catheters are inspected for catheter integrity throughout the mfg process and prior to packaging. In addition, each lot of manufactured product is tested at an independent station for performance requirements to certify final product acceptance. This MDR is considered closed by the qa dept.

Event description:
It was reported that the catheter would not deflate. A syringe was used to achieve deflation. Another balloon of the same type was used to complete the case. No pt injury was reportedly associated with this event.